Event description:
Allegedly the patient was revised due to other indication for revision; adverse soft tissue reaction to particle debris. (B)(4). Side: l. Primary asa: p2- mild disease not incapacitating.